Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a humeral internal fixation, a piece of a 2.0 mm long drill bit broke off in the patient's humerus and is stuck there. Further information is not available.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this medwatch reported the tip breakage of the 2.0 mm drill bit. Per the report, the broken drill bit tip was stuck in the patient¿s humerus, and it was not recovered from the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the definitive root cause of the reported drill bit tip breakage could not be determined. The drill bits are comprised of ss, and they are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. Since the drill bit tip is retained inside of the humeral bone, micro-motion/migration of the retained broken drill bit tip is unlikely, however, we cannot make conclusions on the impact of the non-implantable foreign body. Should any additional relevant medical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.